Manufacturer narrative:
Investigation summary: a mz1000 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 21075524. The feedback provided by the customer indicates leakage and occlusion was detected from the maxzero during infusion. Further information provided by the customer indicates no visible damage was detected on the device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075524 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd maxzero¿ needle-free valve the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: we were now hit by maxzero, which let blood out, but through the intermediate hose did not allow anything to be injected in. It was a standard bd pink cannula with a cap, which itself does not have a check valve, etc.